Event description:
The ge oec 9600 fluoroscopy system had image go dark and images would not save correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the 5 volt power supply was at 4.7 volts. The power supply was adjusted and connector re-seated to have output above the 5 volt threshold. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.